Event description:
Reportedly, the diagnostics of the ICD sn (B)(6) have been reinitialised on (B)(6) 2024. Nevertheless, on (B)(6) 2024, the device hasn't been implanted and the patient data haven't been programmed on this day. On (B)(6) 2024, the device has been implanted and the implantation date has been programmed to (B)(6) 2024 (patient window, implant section) but the implantation date remains (B)(6) 2024 in the manager database when the patient list is search by "implantation date". The smartview version is 3.16.

Manufacturer narrative:
The review of provided data confirmed the reported issue: the date of the implantation is automatically saved at the current date if a different date is not filled in and the current date cannot be erased later in the manager database. When the device is interrogated, when the user ends the session, the manager saves the implantation date to its database and this information cannot be updated later. Further improvements are planned on the manager database to avoid the reported event to happen. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.